Event description:
It was reported that during a supply change while traveling, the insulin cartridge leaked, and replacement cartridges were arranged; the user reported no impact to blood glucose and provided photos of the leaking cartridge, with the lot number to be provided after returning home. Symptoms included no abnormal blood glucose readings. Outcomes included no medical intervention or hospitalization. Investigation included collection and review of user-provided photographs and a request for the cartridge lot number to support assessment. Investigation of this case revealed a leaking cartridge component consistent with a device component integrity issue. It was concluded, based on previously established findings for similar reports, that the cause was a cartridge malfunction related to a component leak.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.